Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited a sensing anomaly. During atrial pacing, the patient also had an unspecified complaint. The lead remained implanted and the patient was in good condition.